Manufacturer narrative:
Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / corrosion were noted at connector visual inspection. Unit was able to charge properly 4.13 v. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary, the customer complaint about communication loss was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor has lost connection and lost sensor signal. The customer reported blood at the site. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040a. Troubleshooting was performed, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter, but it was unknown whether the issue was resolved. No further patient complications were reported. No product return is required for mmt-1884 and mmt-7040a. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.